Manufacturer narrative:
Analysis found that the customer's complaint of overheating was confirmed. The temperature test results were 118f for point 1, 119f for point 2 and 121f for point 3. The device was noisy, dirty and cannot pass the hi-pot test. The bearings were corroded and the motor shorted. The bearing and motor were replaced. The device was tested and passed according to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A distributor reported that the device had excessive heat during setup. There was no patient involvement.